Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at levels l1, l2, and l3. Reportedly, approximately two weeks post procedure, the patient developed a hematoma in the left psoas muscle. Subsequently, a coiling procedure was performed to alleviate a pseudo aneurysm of the third lumbar artery. The patient was reported to be fine. No additional information was reported.

Manufacturer narrative:
Device not returned; followed up with company representative.